Event description:
It was reported that there were no intra-operative measurements possible using the analyzer cable for the programmer. The cable will be returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).